Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. While running startup, the customer reported a clear leak from the bsv (blood sampling valve) on the hmx al instrument and the front blood detector readings were failing specifications. The volume of the leak reported was 10 ml and the leak was not contained. The customer was wearing glasses, gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer technical specialist (cts) had the customer reattach the aspiration tubing to the bsv (blood sampling valve) to resolve the leak. The customer reported the instrument was failing latron control so the cts had the customer purge the flow cell which did not resolve the latron failing issue. Per phone call with the customer on (B)(4) 2013, the bio med engineer for this account was able to purge the flowcell and remove air in the line through the flow cell to resolve the latron control failing issue. Identification of failure mode: failure mode of the leak was due to the aspiration tubing had popped off of a fitting on the bsv. The failure mode for the latron failing issue, there was air in the tubing to the flow cell. No erroneous results were generated. Upon recur; the failure mode identified for the leak is likely to generate erroneous results for cbc/diff parameters due to incomplete aspiration of the sample for analysis. Upon recur for the air in the flow cell, the failure mode identified is likely to generate erroneous results for the differential parameters due to a differential measurement error in the flow cell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).